Event description:
Related manufacturer reference number: 2017865-2024-72591. It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the patient's right ventricular (rv) lead exhibited high capture threshold measurements. The rv lead was explanted and replaced on (B)(6) 2024 while the right atrial (ra) lead was explanted and replaced on (B)(6) 2024 for an unknown reason. The patient was in stable condition.